Event description:
On 11/7/2007, the following information was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion quattro extraction balloon. The balloon ruptured during use. Another balloon was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. In 2007, the device was returned for evaluation. Upon evaluation, we confirmed a portion of the balloon material is missing from the extraction balloon. Although the initial report indicated that no portion of the device detached inside the patient, our evaluation of the returned device confirmed a small portion of the balloon material to be missing. The location of the missing balloon material was requested, but was unable to be provided by the initial reporter. Therefore, this report is being provided out of an abundance of caution. If additional information is provided, a follow-up medwatch will be submitted.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The balloon material has ruptured. A portion of the balloon material is missing from the device. The location of the balloon material is unknown. A discrepancy or anomaly that could have contributed to the balloon rupture was not observed during our analysis of the returned product. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: a rupture in the balloon material can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Other possible factors that can contribute to balloon material rupture include exceeding the recommended inflation volume and applying excessive force during extraction. All fusion extraction balloons are subjected to an air inflation test to ensure proper balloon function prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of balloon material rupture. This product was manufactured prior to the implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.